Event description:
It was reported the patient was no longer feeling stimulation in her left shoulder. She reported feeling stimulation behind her left ear and on the left side of her head. X-rays revealed the patient lead had migrated and the patient stated she had experienced severe vomiting recently. It was reported the physician has not yet determined the next course of action. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.